Event description:
Report received of a drop in patient blood pressure coincident with an occlusion alarm during a dobutamine infusion. The patient was being transported home from the hospital with a dobutamine infusion running. The pump was programmed to infuse at 5.4 ml/hr. After 30 minutes into the infusion, the pump alarmed occlusion and it was noted at that time that 1.8 ml had been infused. The patient's blood pressure dropped to 60/40 mmhg. The paramedics switched the bag, tubing set and pump and the patient's blood pressure began to rise. A home care nurse arrived 10 minutes after the patient arrived home and monitored the patient for approximately one hour. Although requested, no additional information was provided.